Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an iop test failure alarm from the insulin pump. The customer stated that he was unable to perform rewind for a set change. The customer stated that when he pressed the buttons, nothing happened. The customer stated that there was a circle beside the reservoir icon. The customer was advised that the pump is still delivering insulin but will not be able to rewind the pump.